Event description:
It was reported that a shaft break occurred. The target lesion was located in the left femoral vein. A 8.0 x100, 135cm charger balloon catheter was advanced for dilatation. After the last inflation, the balloon was totally deflated; however, when the device was pulled out, the balloon catheter became stuck about half way through the introducer sheath. The catheter broke in two at the connection between the balloon and the catheter. The broken parts were retrieved as it came out with the sheath. Venogram was taken and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: charger 8.0 x 100, 135 cm device was returned for analysis. A visual examination of the returned device found that the balloon appeared inflated. There were no issues noted on the balloon during a visual and microscopic examination of the balloon material. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination found that the shaft was broken at approximately 1225 mm from the distal end of the strain relief, approximately 2mm from the shaft-balloon bond. The shaft appeared stretched at the break site indicating that excessive force could have been applied during withdrawal attempts from the patient's body. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left femoral vein. A 8.0 x100, 135cm charger balloon catheter was advanced for dilatation. After the last inflation, the balloon was totally deflated; however, when the device was pulled out, the balloon catheter became stuck about half way through the introducer sheath. The catheter broke in two at the connection between the balloon and the catheter. The broken parts were retrieved as it came out with the sheath. Venogram was taken and the procedure was completed. No patient complications were reported.